Event description:
Harmonic shears handpiece worked initially but did not work later in the case. Surgeon tried to activate handpiece but it just wouldn't work. Staff tried returning to stand-by and starting again. Staff tried reconnecting handpiece and cycled power but were unable to get it to work again. There were no error codes displayed.